Event description:
Per the clinic, the patient experienced reoccurring infection at the implant site. The patient was treated with antibiotics (type not reported); however, the issue could not be resolved. Subsequently, the patient experienced a loss of fixture on (B)(6), 2015. It is unknown if there are plans to re-implant the patient as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.